Event description:
It was reported patient underwent trauma procedure in 2005 after auto accident. Subsequently, patient was revised on an unknown date due to pain, swelling, numbness and tightness. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "postoperative bone fracture and pain." Number 7 states, "pain, discomfort, or abnormal sensation due to presence of the device." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00155 / 00156).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone trauma procedure on (B)(6) 2005 after auto accident to reduce several fractures in his hip. Subsequently, patient was revised in (B)(6) of 2012 due to pain, swelling, numbness and tightness. The trauma plate and nail were removed. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the source of pain experienced by the patient was likely caused by the implant being left in the patient after the bone had healed. The intent of the device is to stabilize the bone while it heals during the first 3-6 months after it is implanted; however, the device was left in the patient for over eight years. This phenomenon is directly attributed to the decision of the surgeon to not remove the implant after the bone had healed and has no bearing on the quality or effectively of the implant.